Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor saline breast implant experienced unknown sided deflation, and capsular contracture grade iii-IV post procedure. The issue was discovered by the doctor. The doctor confirmed that the patient had a big-time capsular contracture and deflation that was so bad, it was so stuck that she couldn¿t even get it out and had a hard time reading the lot number. She mentioned the lateral edge of the implant was baker grade 3/4 and everywhere else a 2/3. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.